Event description:
It was reported that during an lar procedure, after placing the anvil of the stapler, the plastic ancillary trocar broke inside the anvil. The site had to re-staple around the new anvil. Another device was used to complete the procedure and stapling. The colon was shortened to anastomose. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.